Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended; however, the customer alleged the button was still extremely difficult to press. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer required assistance to address elevated bg by administering a manual injection and drinking water. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.